Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to pin 12 on connector j1001 on the computer/analog board. The root cause for the damaged pin was physical abuse. No adverse events occurred as a result of the defective monitor.

Event description:
09/30/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a service code 204 - belt/monitor unusable.